Manufacturer narrative:
Damage to cable was caused by a bad solder joint resulting in cable shorting.

Event description:
After a review of our files, it was decided that this MDR should be filed. Allegedly, we received a report that an integrated operating room had a failure of the system's power supply. There was no procedure being conducted at the time. It was determined that an external power cable (wuis87) (outside the operating room) had shorted and arced causing system outage. The power cable is an accessory of the or1 essential neo device.